Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 149mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
No unexpected excessive no delivery alarms noted. Insulin pump had an intermittent button response on the down arrow button due to flattened dome switches. Insulin pump passed displacement test, prime test and excessive no delivery test. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.